Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was cleaned accordingly to the instruction for use and that it was placed outside the operating theatre. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a vigilance report of (B)(6) (competent authority of (B)(6)), that a heater-cooler system 3t was found to be contaminated with pseudomonas. The laboratory report has not been provided to livanova (B)(4). Within the report it is stated, that the unit was not used after receipt of the test positivity and was cleaned again. A laboratory test after cleaning performed by hospital (dated 28.06.2019) showed a clear reduction of contamination. There is no known patient involvement.